Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: 2000. Revised in 2013 due to poly wear. Revised on (B)(6) 2017 due to poly wear. The cup position was a little vertical, but well fixed.

Manufacturer narrative:
Implanted date: 2013. This device is used for treatment, not diagnosis.

Event description:
It was reported that a 77-year-old patient had a femoral head and liner originally implanted in 2000. In 2013 the femoral head and liner were replaced due to poly wear. The femoral head and liner was again replaced on (B)(6) 2017 due to poly wear. The cup position was a little vertical, but well fixed, with no dislocations. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00226 and 1038671-2017-00227.